Event description:
Two fractured short leg struts from bard recovery filter - present prior to filter removal. One strut incorporated in infrarenal ivc and the other within heart - area question of tricuspid valve.